Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited high capture thresholds and was sensing noise. No intervention was performed. The patient was in stable condition.